Event description:
Patient allegedly received an implant in (B)(6) 2013 via the right common femoral vein due to thrombus. The patient alleges vena cava perforation and organ perforation. The patient further alleges difficulty breathing, and limited mobility due to shortness of breath. Percutaneous filter removal on (B)(6) 2019 has been reported due to concern for filter migration/erosion to nearby structures. On (B)(6) 2019, per a report from computed tomography; ¿ivc filter in place with the legs of the ivc filter extending beyond the wall of the ivc abutting loops of bowel mesenteric vessels the right psoas and right ureter as well as extending into the anterior aspect of the abdominal aorta without wall thickening inflammation pseudoaneurysm or retroperitoneal hematoma.¿ on (B)(6) 2019, per a report from retrieval report (successful); ¿the filter was then collapsed within the sheath without difficulty and removed.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, sob, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath (sob), and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The product is manufactured and inspected according to specifications. 20 devices in lot. No relevant notes on work order for device. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as a cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."